Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The inspection of the 5mm, 45cm peek monopolar handle confirms insulation damage, scratches dings and dents were seen throughout the shaft. The 5mm, 45cm peek monopolar handle failed the insulation integrity test. Probable root cause/s could be use error, mishandling and or normal wear and tear. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.